Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an initial implant attempt, the helix of the implantable tachy lead would not extend until after multiple turns. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.